Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface for export only not for distribution in the USA size e 10 mm height, pn: 00594605010, ln: 62245632; femoral component option for cemented use only size e right, pn: 00576401552, ln: 62237415. Multiple MDR reports were filed for this event, please see associated reports. 0001822565-2018-03565-1, 0001822565-2018-03566-1. This initial/follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due unknown reasons.